Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir has air bubbles. The customer stated that it was one big air bubbles and also small ones. Blood glucose value was 179 mg/dl. Customer stated the insulin pump was not rewound with a reservoir in place but insulin was not stored at room temperature. Customer was advised to disconnect at the quick release and perform fixed prime until air bubbles are no longer visible. The customer did not have a tubing clamp available to check for leaks at the infusion site. The customer mentioned she has had this issue multiple times and her insulin pump was being replaced. Customer was advised to monitor and call back if problem persist.